Manufacturer narrative:
The 25ga curved illuminating laser probe stopped working during case resulting in surgical treatment delay. Manufacturer will work with current inventory (unused samples) to try to recreate failure to determine cause.

Event description:
During a surgical case a 25ga curved illuminating laser probe (7625.alcu lot # 739402) was being used with the following parameters, 250,200,50. After a minute of laser used an audible "pop" sound was heard, the laser stopped working, and smoke was observed emanating from the tip two other probes from the same lot were tried with the same result. The case was halted.